Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and frozen display. Customer stated that the bottoms from the insulin pump was not working. Troubleshoot was performed. Customer stated that the buttons were not responding and time clock did not advance. Buttons of insulin pump did not begin to work in less than 5 minutes without battery change. Customer was unable to clear the pump errors, power loss alarm, and program pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen was noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and self test, however failed the sleep current measurement test due to high impedance. No power loss, stuck key, nor e/a alarms noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector, pcba 1, and pcba 2. In further full review in the pump history, these battery related alarms were found: power loss alarm on (B)(6) 2022 at 15:04:35 and 15:04:46. Insert battery alarm on (B)(6) 2022 at 13:31:06, 14:16:56, and 14:53:34. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Stuck button alarm was found in the history files on (B)(6) 2022 at 13:38:00, 13:48:00, 14:01:38, 14:54:06, and 15:01:00. No e/a alarms found on the event date of (B)(6) 2022. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on display window corner, cracked case on corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads, and cracked case above arrow and battery icon. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad flex connector, pcba 1, and pcba 2. Frozen screen was not confirmed. Power loss alarm was confirmed. Unspecified e/a was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.